Event description:
The duett sealing device was deployed following a diagnostic procedure (via a 6f sheath). Good pulses were noted after the 2 min. Hold. About 80 min. Later, a nurse revealed that the pt's right foot was white with absent pulses. An assessment revealed a pink, warm leg from the groin to the ankle, with a cool, ischemic foot. The pt also complained of pain in the leg and foot. An angiogram via the contra-lateral approach confirmed an occluded superficial femoral artery directly above the patella. A heparin bolus (10,000u) was given, and a thrombectomy was performed using an angiojet. The pt immediately regained posterior tibial pulse in the right leg, and was given 20mg of reopro. A nurse later reported that the pt had regained both the dorsal pedal and posterior tibial pulses.